Event description:
It was reported that during a procedure involving a transcatheter aortic valve evfxplus-34, a nurse opened the valve with difficulty and the gasket was completely separated from the cap and stuck to the edge of the jar. Additionally, there was white, loose particulate noted. The valve was replaced with a new one during the procedure, and the device was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.